Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use according to best practice guidelines and nothing unusual was found to be defective. After 60 minutes of the procedure, the cable broke at the joint (where the cables are visible). It was immediately removed from the patient's cart arm and sent to the materiovigilance department. No instrument collisions occurred during the procedure. In order to resolve the issue the customer used a back-up instrument. The defect appeared after 60 minutes of surgery, causing the procedure to be stopped for 5 minutes, which was the time needed to remove the instrument and replace it with another instrument.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.